Manufacturer narrative:
(B)(4). The device has been received and is currently under investigation. A follow up report will be submitted with failure investigation results once we have completed the evaluation.

Event description:
The customer reported that the pump was set to administer 220mls of furosemide at a rate of 9mls/hour. However, three hours into the infusion, the clinician went back to check on the patient and noted that the rate had increased to 100mls/hour, with a volume to be infused (vtbi) of 30mls remaining. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.